Event description:
A (B)(6) male pt called zoll customer support to report that his monitor would not power on past the wearable defibrillator screen and would not prompt him to press the response buttons to activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been investigated. Upon receipt the monitor would not power on past the white splash screen while the sd card was inserted. The cause for the inability to fully power on was corrupted files on the sd card. The root cause for the corrupted sd card cannot be positively determined. No adverse event resulted from the corrupted micro sd card. The pt received a replacement monitor.